Event description:
It was reported that the patient passed out during an episode of ventricular fibrillation (vf) and the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy due to the right ventricular (rv) lead noise discrimination feature preventing detection of the vf. It was noted the vf was not detected by the crt-d, however, the lead was appropriately sensing the arrhythmia. The rv lead noise discrimination feature was programmed off and the crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.